Event description:
It was reported that the joint of the needle hub and the needle core was not steady, so could not cut and retrieve the specimen as the usual firing. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned for evaluation. The device was visually inspected and no defects were found. The needle was placed in a driver and it was immediately noticed that the sample notch was exposed. It was exposed in both the fired and clocked positon. During the course of the investigation it was discovered that the stylet was loose within the hub - free to move back and forth within the hub. Further investigation revealed a void within the hub. At this time it is unknown if the void is the actual root causes or a contributing factor to this event, therefore, the definitive root cause is unknown.